Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2d9fy implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2d9fy, implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that the lead fractured, damaged, or broken. There were no other stimulation issues reported to you that occurred as a result of this issue. The lead literally broke inside the header. It looked very twisted in multiple areas on x-ray but the patient (pt) claims to have just bent over. Troubleshooting was not performed. The cause of the event was known. The patient was hospitalized and the patient (pt) was advised to check themselves into the mayo clinic for inpatient treatment as a means of getting surgery as soon as possible (asap). Pt was doing fine. Removed and replaced the lead and battery specified in this report. Patient is doing just fine. It was confirmed that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2d9fy implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the lead snapped loose from the ins was not determined and it was unknown of the cause or contributed to the issue. Patient stated that they felt a sharp pain when they bent over. The steps were or would be taken to resolve this issue was that the lead and battery removed on (B)(6) 2025 and new lead and battery placed at that time. The issue was resolved. The cause of the lead curled up was not determined and the steps were or would be taken to resolve this issue was that the lead and battery removed on (B)(6) 2025 and new lead and battery placed at that time. The issue was resolved.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) revealed it passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. However foreign material was observed in the analysis of the lead (lot:va2d9fy) revealed the 0-3 conductor(s) was/were broken at the proximal end of the lead. Analysis identified the insulation was broken under the 0 connector at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2d9fy serial# implanted: (B)(6) 2021 explanted: (B)(6) 2025. Product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient claimed the battery electrocuted them.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their previous lead snapped loose from the ins and ripped about 2 inches through their body and curled up and ripped them up. The patient said they were lying and screaming in pain. The patient stated they had to go to a hospital and then being transferred to another hospital to get surgery to replace it. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2d9fy serial# implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 10-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.